Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery to correct the tmj implant due to dislocation.

Event description:
It was reported there will be a revision surgery to correct the tmj implant due to dislocation.

Manufacturer narrative:
Update: h6. The reported event has been confirmed as the surgeon provided a post-operative CT scan indicating lateral displacement of the mandible and the presence of malocclusion. The post-operative CT scan showed that while the fossa component is satisfactorily positioned, the stem component (mandible component) has caused lengthening of the right mandible, resulting in post-lateral displacement of the condylar head and deviation of the dental midline to the left. Overall, the surgeon's assessment revealed that while the mandibular component appeared to be satisfactorily positioned according to tot eh post-operative CT scan, there were indications that the posterior occlusion was slightly open, suggesting that the maximal position was not correct. This discrepancy suggests a potential user-related issue, particularly in the correct positioning of the maxilla. Despite these challenges, the surgeon did not observe any adverse effects or device malfunction. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues.